Event description:
It was reported that the pt's health care provider had difficulty filling or aspirating the reservoir. The drugs used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).